Event description:
Reporter indicated that the site's handheld computer was freezing at the interrogation successful screen. The issue resolved with a soft reset, but began occurring more frequently. The product was returned to the manufacturer for product analysis, but analysis has not been completed.